Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of adverse event ('I have had all of the same symptoms as everyone else') and surgery ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required) and underwent surgery (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the adverse event and surgery outcome was unknown. The reporter considered adverse event and surgery to be related to essure. The reporter commented: I will be having a fully hysterectomy here in the next few months after I heal from my previous surgery. I have had all of the same symptoms as everyone else and every time I went to the doctor I was told: it was all in my head. Nothing is wrong with me. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy scheduled') and surgery ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and surgery (seriousness criteria medically significant and intervention required) and experienced adverse event ("I have had all of the same symptoms as everyone else"). Essure was removed. At the time of the report, the medical device removal, surgery and adverse event outcome was unknown. The reporter considered adverse event, medical device removal and surgery to be related to essure. The reporter commented: I will be having a fully hysterectomy here in the next few months after I heal from my previous surgery. I have had all of the same symptoms as everyone else and every time I went to the doctor I was told: it was all in my head. Nothing is wrong with me. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-jun-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.